Event description:
The user's hearing performance was affected i.e. There was no longer response on the concerned side. Reportedly, the user sometimes knocks the head against the wall. There was no visible damage or hematoma on the implant side and the skin area over the implant. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance is affected; reportedly the user sometimes knocks the head against the wall. There was no visible damage or haematoma on the implant side / skin area over the implant. Reimplantation is considered